Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed chiller pump. The device was evaluated upon receipt. Cooling malfunction was confirmed. Chiller pump was defective. Replaced chiller pump. This device was evaluated for functionality. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not get cold. Per follow up information received via mail on 02dec2024, they repaired the device on the customer site. The problem was cooling malfunction. Chiller pump was defective, and they replaced the chiller pump, the issue was resolved. Per follow up information received via mail on 06nov2024, it was reported that the device issue has been resolved at the customer site.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water of the arctic sun device did not get cold. Per follow up information received via mail on 06nov2024, it was reported that the device issue has been resolved at the customer site. This case is field action as per tb1190046 rev1 and action was taken under tb1190046 rev1.